Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus element mr ous 2.25 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the stent identified damage. Stent strut row 5 from the distal end of the stent was damaged. The remainder of the stent was undamaged and crimped in place. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks along the full catheter length. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 29-jun-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the calcified mid to distal left anterior descending artery. After pre dilatation was performed with a compliant balloon catheter, a 2.25x20mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.